Manufacturer narrative:
E1 update: the reporter¿s information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Event description:
It was reported that the patient's ipg stopped connecting with external device following an unrelated surgery. Reportedly, the ipg was not set into surgery mode prior to the procedure. Further troubleshooting is pending to address the issue.